Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the onyx liquid embolic was not clear in the fluoroscopic image. The speed setting was at 8 and shaken for 40 minutes. The vials did not sit for more than 5 minutes prior to injection, and the physician injected the onyx immediately after mixing. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-op angiographic results were good. The patient was undergoing surgery for treatment of a dural arteriovenous fistula (davf). It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a fubuki 8fr, envoy da 6fr, apollo microcatheter, chikai guidewire.